Manufacturer narrative:
(B)(4). The actual size of the device is unknown, thus the complaint was logged for the smallest size.

Event description:
The customer alleges that the device collapsed/kinked very easily. No patient injury reported.

Manufacturer narrative:
(B)(4). Eleven endotracheal tubes for laser surgery, product number 102004, size 6, lot 15081/14431/14171 were received for evaluation. It was confirmed by teleflex (B)(4) that these devices are not complaint devices or representative samples. The customer had returned samples from their stock. The tracheal tube for laser surgery is for tracheal intubation during laser surgery in the laryngeal area. The product complies with the applicable standards and guidelines. The tube is made of white soft rubber material because of its high radiation resistance. The distal area of the tube shaft over a length of about 170 mm is covered with a silver foil and with a white merocel foaming. By moistening the entire surface of the laser-guard foil with sterile isotonic saline solution, the surface of the laser-guard foil becomes soft as velvet, thus preventing damage to the vocal cords. During surgery it must be ensured that the surface of the laser-guard foil always remains moistened. It needs to be frequently checked during the surgery whether the surface of the laser-guard foil is still sufficiently moistened and if necessary moisten it again. The 3-layer-principle of the laser tube prevents penetration by laser of the tracheal tube material; it prevents "hot-tube" effect and other remarks: minimizes mucosal lesions. Due to the required protection of the 3-layers an enlargement of the outer diameter of the tube is inevitable. A kinking of the tube will be caused if the tube is bent or torqued in the area of the laser-guard foil. Therefore an intubation aid (intubation stylet) should always be used. No manufacturing or design related root cause was identified.

Event description:
The customer alleges that the device collapsed/kinked very easily. No patient injury reported.